Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 349mg/dl. The customer states their levels had been as high as 409mg/dl. The customer states they may have miscalculated their meal. The customer states their meter ended up being turned off, which is why their blood glucose level did not register with pump. The customer declined to troubleshoot.